Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved confirmed the report. The returned irrotational cable and handle have slight discoloration and a bend is present at the distal end of the shrink tube. Solder and a portion of the metal tip is present on the distal end of the cable at approximately 13.0 cm to 26.0 cm from the proximal end of the device. The length of the returned handle and cable is 184.7 cm. The remainder of the metal tip that broke and detached was not returned. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information provided indicated that the user dilated with the stent retriever. Use of the device for dilation/cannulation is against the intended use and is the most likely cause for the reported observation. The intended use states, "this device is used to remove stents from the biliary and pancreatic ducts while maintaining wire guide placement. Notes: do not use this device for any purpose other than stated intended use." The instructions for use contains the following warning "this device is not intended for dilation, as this could result in pancreatitis, perforation, or tissue inflammation." A corrective action has been initiated concerning metal tip detachment. Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
The device was received at the time of report submission and the investigation is in progress. A follow up report will be sent upon completion of the investigation.

Event description:
During an endoscopic procedure to dilate the bile duct, the physician used a cook soehendra stent retriever [abnormal use]. The tip of the stent retriever was used for dilation of a stricture in the distal area of the left hepatic duct. The physician tried to approach the distal area of the left hepatic duct, but was unable to make the reported device pass through the stricture in the distal bile duct. The physician was concerned that the reported device might get stuck so he tried to pull it back gently and without rotation of the device, however the metal tip detached in the bile duct. Forceps and an extraction balloon were used to retrieve the remaining detached tip, but it was not easily retrieved. Finally, an extraction basket was used to drop the metal tip into the duodenum. As of july 15, the metal tip had moved to the ascending colon and was expected to be discharged naturally. The detached portion remained in the body to pass naturally. Forceps, an extraction balloon, and an extraction basket were used to remove the metal tip from the bile duct into the duodenum. There were no adverse effects due to this occurrence.